Manufacturer narrative:
The returned device was evaluated. The soft cannula was inspected and it was found to not have any kinks or bents. A leak test was conducted and no leaks were observed throughout the fluid path of the device. The device was inspected for any manufacturing deficiencies that may cause leaking during wear and no issues were found. An 0x45 alarm was generated on the data of the device, indicating an issue with the sma wire. High resistance was measured on the front sma wire test point. It was found that the front sma wire was broken at the anchor point confirming the alarm that was generated. Furthermore, the left rotational sensor spring was found to be misaligned. Data extracted from the device showed timeouts at the end of its operation but no drive stalls.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. Insulin was noticed leaking out, the pod was removed and the cannula was found to be bent. A new pod was applied and a correction was administered to treat the hyperglycemia.